Event description:
During extubation, the tubing separated from the cuff. The tubing came out, and the cuff remained in place. The pt contributed by (biting) clenching down on the tube, breaking it into pieces. All pieces requiring removal from the oropharynx by the anesthesiologist using kelly clamps. No injury to the pt; all pieces were removed.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: flange. Conclusion: other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.